Event description:
The customer reported the ventilator would not power on. The customer reported the unit was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power management pcb board to complete the repair. The power management pcb board was returned to the manufacturer for analysis. Analysis revealed a component malfunction on the power management pcb board that may result in the unit shutting down and alarming during operation.